Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration condition of the cutter was reduced and as well as slowed proper operation of the cutter during vitrectomy surgery. The surgery was completed after replacing it with new pack. There was no patient impact.